Event description:
A sales rep from our (B)(4) affiliate received the following info on (B)(6) 2011: a pt wearing 1-day (B)(6) contact lenses (narafilcon a) developed a corneal ulcer in the right eye (od) on (B)(6) 2011 and was seen by an eye care professional (ecp) on (B)(6) 2011. Narafilcon a contact lenses (cl) are not marketed in the u. S. The lens worn on the onset of the symptoms was discarded, but the pt has sealed blister packs from the lot in question and the product was requested for eval. On (B)(6) 2011, a rep from our (B)(4) affiliate visited the treating ecp and received the following info: the pt began wearing 1-day (B)(6) contact lenses in (B)(6) 2010 and prior to that the pt wore 1-day (B)(6) contact lenses. The pt's corrected va was 1.2 (approx 20/20) in both eyes on (B)(6) 2011. The pt has a history of dry eyes and allergic conjunctivitis since 2008. The pt has been intermittently using alajioph eye drops (for acular allergy) since that time. On (B)(6) 2011, the pt developed pain and decreased vision. On (B)(6), the pt was seen by the ecp and was diagnosed with corneal ulcer and iritis od. The ulcer was 1.8 mm in diameter, located at 12:30 in the pupillary area.